Event description:
The pt had the tunneled cvc inserted (B)(6) 2012 at ((B)(6) university) hospital #1 in (B)(6). She had an infection and was treated with cymevene infused through cvc and had blood sample taken once a week. The catheter had broke 5 mm distal of the clamp area during the night. The cut surface was smooth and clean. The original clamp was clamped and still at the catheter remaining in the pt. It seems that someone had clamped the catheter not at the clamp area, instead more distal to it at the tinner part of the catheter. There was no trauma prior to the finding and no one knows when the catheter broke. The health care provider at the ward experienced that the catheter was hard to work prior to the incident (probably because of small gauge; according to the physician removing the catheter). The ward used actilyse trying to make it easier to work with once. The health care providers at the ward are very insecure if the catheter is able to migrate "intravasal." The called the anesthesiology at the local hospital, the physician is not aware how the cvc works and tried to pull it out. Because of the cuff, it was impossible to pull out. The pt was transported to (the children) hospital #2 in (B)(6) and the catheter was removed surgically under full anesthesia without complications. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(6). Investigation - evaluation: one damaged and five unopened devices from the same lot were returned. Only the proximal section of the damaged device was returned. The catheter was separated just distal of the strain relief and the distal portion of the catheter shaft was not returned. Additionally, the glue attaching the hub of the device to the catheter shaft was broken and the hub was able to be freely rotated. The five unopened devices were undamaged. Per quality control specification, it is confirmed that the lumen is open and free of obstruction and that the overall catheter surface is clean without excessive imperfections or damage. The product is shipped with an IFU which includes catheter maintenance instructions and warnings related to impeded lumen flow and the usage of power injectors. The customer's description of the event states that the tube was clamped on the catheter shaft rather than thicker strain relief area. It is possible that this may have led to the device fracture. A preventive action has been previously issued in an effort to alleviate/reduce the occurrence of this failure mode. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. The "inclusion" of this complaint would not change the conclusion of qera. Preventative action was previously issued at management discretion.